Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had stretched. The lp was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the helix length was out of specifications; the elongation of the helix was consistent with implant damage. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.